Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the poly being unstable; the surgeon swapped it out for a thicker one.